Event description:
It was reported to medtronic minimed that the customer experienced occluded, failed batt test, rewind anomaly, and no delivery/occlusion alarm, the insulin pump refused new batteries, the insulin pump motor was sluggish during rewinding, and the insulin pump gave random no-delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1884l. Troubleshooting was performed, and the customer reported receiving a battery-failed alarm. The customer reported an insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement. No failed battery test, rewind anomaly, or no delivery alarm noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted in pump downloaded history. No insulin flow blocked alarm noted in pump downloaded history. No rewind anomaly or pump erros noted during test or listed in the pump history download. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, corroded battery tube, corroded motor home switch, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No failed battery test noted during test or in pump history. Pump passed required testing and no abnormal rewind noted during test. No pump errors noted during test or listed in the pump history download. Pump passed required testing and no unexpected insulin flow blocked alarms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.